Event description:
It was reported that the ventilator was not cycling on and the patient was not getting any breaths. There were no audible alarms when the reported problem occurred. The patient's lips had started turning blue. The mother removed the patient from the ventilator and found no flow. When the mother occluded the end of the patient circuit with her hand, the ventilator started to cycle again. The patient was placed on a back up ventilator.